Event description:
It was reported via repair work order that the scale was not working properly and the fowler was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.